Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported suture detachment was not confirmed as the suture was not returned for analysis. Difficulty advancing the knot was confirmed as a bilateral cuff miss was observed. Based on the returned device analysis, it is likely that the plunger was not depressed flush (fully advanced) with the handle body (step 2) prior to removing the plunger (step 3) which resulted in the observed bilateral cuff miss. The cuffs were ejected from the foot pockets because the needles partially interacted with the cuffs. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 3009 - positioning problem was removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the knot could not be fully advanced so the suture was pulled out and it was noted that the suture was broken. The suture break occurred while attempting to advance knot. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.